Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that upon removing the cartridge from its packaging, the pigtail tubing was found to be broken. Cartridge was not used. There was no reported impact to customer's blood glucose.